Event description:
Healthcare professional reported "no complaint against the device". Patient later reported "capsular contracture baker grade unknown". Healthcare professional later reported "capsular contracture, baker grade iii". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Clarification to b3: partial date of 2020 provided. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.